Event description:
Upon docking the si robot for the case it was discovered that the system arm was not functioning properly. It was very difficult to install the scope onto the arm. Then once the scope was installed we were unable to focus the image to be able to see properly. The surgeon had to scrub back into the field and assist getting the scope off and back on the arm. We then had to open a new scope to try to get a clear image. We were finally successful. Due to the antiquated technology of the si robot the patient was subjected to 30 minutes of longer anesthesia time and longer time spent in a steep trendelenburg position that was unnecessary.